Event description:
Battery pack sn (B)(4) was returned to zoll lifecor from the (B)(4) distributor. No info was known about the battery pack when it was received.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem was confirmed. The cause of the defective battery was a broken white wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack.